Event description:
It was reported that the customer went to the emergency room and was hospitalized due to low blood glucose. Customer's blood glucose reading at the time of hospitalization was 64 mg/dl. Customer's wife stated that she did not realize that he was connected when she changed the infusion set, and accidently injected 15 units of insulin into customer's body. Nothing further was reported.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.